Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered for rp-pcba,user interface,ui 2nd gen,v60 aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices lcd is defective and is requesting onsite service for repair. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. - investigation on going.

Manufacturer narrative:
The field service engineer replaced the v60 liquid crystal display (lcd) assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
The removed lcd was returned to the product investigation lab (pi). The pil technician installed the lcd into a pi ventilator to duplicate the reported issue. Tech verified that the stb with the suspect ui panel pca installed, powered on without issue through the use of the power on button. Tech verified that ui pca operates as designed. The stb also passed all testing noted in test#1. Pil could conclude that no fault found. Pil tech did verify that the back light portion of the lcd is faulty. The lcd is blank, verifying a backlight issue/failure for the lcd. No graphics could be seen with the use of the lcd. Tech verified that the touch portion of the lcd did operate. Pil tech could conclude that the root cause is a failure of back light in lcd unit.